Manufacturer narrative:
Literature citation: ayako umeda, noboru saeki, chikako matsumoto, masakazu nakao, and masashi kawamoto. "Abdominal aortic injury during vertebroplasty". Spine volume 40 , number 7 , pp e439 - e441.(B)(6). (B)(4).

Event description:
It was reported in a case report that a patient underwent a balloon kyphoplasty procedure (bkp) at t12 and a percutaneous vertebroplasty at l1 for vertebral fractures due to osteoporosis. Two pairs of osteointroducer needles were inserted into the vertebral body at th12 and l1, respectively. However, when the inner cylinder of the l1 needle was removed, arterial blood spurted out. Fluoroscopic imaging with contrast medium revealed that the tip of the needle had penetrated the posterior wall of the descending aorta. Contrast medium injected via the needle revealed that a hematoma had formed to push the aortic wall away from the needle, although vital signs were stable. While waiting for blood coagulation, the bkp was carried out and completed at th12 because, according to the report, the needle had already been inserted. Ninety minutes after the penetration, the patient was placed in a supine position. After no extravasation was confirmed by aortic angiography, the patient was transferred to the intensive care unit. On postoperative day 1, neither extravasation nor progression of the hematoma was seen on computed tomographic (CT) scans, thus the patient was extubated. Follow-up CT scans on postoperative day 10 revealed that the hematoma was not enlarged. The patient was discharged without any sequela on postoperative day 21. During the 2-year follow-up period, no arterial complication was observed.